Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and the insulin gauge displayed 100 units. The customer's blood glucose level was 170 mg/dl. The customer loaded a new cartridge onto the pump.